Manufacturer narrative:
Customer returned pump for an alleged absence of alert on low/suspend alarm anomaly and ems dispatched for low bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, possible under delivery and high bgs found on (B)(6)2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged unexpected pump error 60 alarm found on (B)(6) 2022. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged suspend before low anomaly and low bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored, no unexpected pump error 60 alarm and no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 21-jan-2021 and 14-jan-2022. There was no data available to verify pump error 60 alarm for the event date 14-jan-2022. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event dates of 21-jan-2021 and 14-jan-2022 in the formatted history file.  In further full review of the pump history/traces on the event date of 10-jul-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 10-jul-2023 listed on smart solve. Daily total of all insulin delivered = 54.675. Daily total of basal insulin delivered = 20.975. Daily total of bolus insulin delivered = 33.7. On (B)(6) 2023 18:34:40.000, normal bolus amount programmed = 3.2 u. However, no delivery alarm/insulin flow blocked alarm was recorded and the bolus programed was cancelled. The bolus amount delivered = 2.1 u. In further full review of the pump history/traces on the event date of 11-jul-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 11-jul-2023 listed on smart solve. Daily total of all insulin delivered = 51.3. Daily total of basal insulin delivered = 20.5. Daily total of bolus insulin delivered = 30.8. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event dates 10-jul-2023 and 11-jul-2023: on (B)(6) 2023 23:52:14.000 alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 23:56:55.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 02:07:31.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 11:55:20.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 11:59:08.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 13:04:02.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 13:14:12.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 13:26:00.000 alarm alert notification fault number = no delivery (7) during prime. 07/10/2023 13:32:51.000 alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 18:34:40.000 alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 18:38:28.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 00:32:35.000 alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 00:54:52.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 01:00:08.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 01:10:40.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 03:24:04.000 alarm alert notification fault number = no delivery (7) during prime. On (B)(6) 2023 03:54:04.000 alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 03:55:24.000 alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 06:02:30.000 alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 06:12:00.000 alarm alert notification fault number = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 10-jul-2023 and 11-jul-2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 18:13:19.000. On (B)(6) 2023 06:12:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 08:59:12.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 10:17:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 10:34:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was also programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on/before low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on/before low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. No absence of alert on low/suspend alarm anomaly noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:06:16.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event dates 10-jul-2023 and 11-jul-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Absence of alert on low/suspend alarm anomaly, no delivery alarm/insulin flow blocked alarm and pump error 60 alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 (health effect - impact code) with this report.

Event description:
Customer was not hospitalized; emergency medical services were dispatched.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored, no unexpected pump error 60 alarm and no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of (B)(6) 2021 and (B)(6) 2022. There was no data available to verify pump error 60 alarm for the event date (B)(6) 2022. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event dates of (B)(6) 2021 and (B)(6) 2022 in the formatted history file.  In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 54.675. Dailytotalofbasalinsulindelivered = 20.975. Dailytotalofbolusinsulindelivered = 33.7. On (B)(6) 2023 18:34:40.000, normalbolusamountprogrammed = 3.2 u. However, no delivery alarm/insulin flow blocked alarm was recorded and the bolus programed was cancelled. The bolusamountdelivered = 2.1 u. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 51.3. Dailytotalofbasalinsulindelivered = 20.5. Dailytotalofbolusinsulindelivered = 30.8. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event dates (B)(6) 2023: (B)(6) 2023 23:52:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 23:56:55.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 02:07:31.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 11:55:20.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 11:59:08.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 13:04:02.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 13:14:12.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 13:26:00.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 13:32:51.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 18:34:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 18:38:28.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 00:32:35.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 00:54:52.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 01:00:08.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 01:10:40.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 03:24:04.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 03:54:04.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 03:55:24.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 06:02:30.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 06:12:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 18:13:19.000. (B)(6) 2023 06:12:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 08:59:12.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 10:17:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 10:34:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was also programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on/before low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on/before low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. No absence of alert on low/suspend alarm anomaly noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:06:16.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event dates (B)(6) 2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Absence of alert on low/suspend alarm anomaly, no delivery alarm/insulin flow blocked alarm and pump error 60 alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 41 mg/dl at the time of the event and was hospitalized due to missing of low alarm. The hypoglycemia was treated with food and glucagon and the customer experienced symptoms. Troubleshooting was performed and found that the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smart guard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.